Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system. Customer's blood glucose value was 321 mg/dl. Customer states they are able to rewind the insulin pump and clear the alarm. Insulin pump passed the displacement test. The customer was assisted with troubleshooting. Device will not be return for analysis.